Manufacturer narrative:
Corrected : d3 - mfg establishment name and g1 - contact office establishment name one device was returned for analysis. Visual inspection found a delamination (dso) downstream occlusion seal and buckled upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a delaminated downstream occlusion seal. The downstream/upstream occlusion seals were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed the preventive maintenance (pm) due to the downstream occlusion (dso) seal was unattached and peeling off in the bottom right corner of the seal. The event occurred during testing. There was no patient involvement, no patient injury was reported.